Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2017, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. The clip was advanced and grasped the leaflets. Leaflet insertion assessment was performed and the clip was implanted. The mr was reduced from grade 4 to grade 1. On (B)(6) 2017, a transesophageal echocardiogram (tee) noted that the clip had detached from one leaflet, but remained attached to the other leaflet (slda). The mr had increased to grade 3. A second mitraclip procedure was performed on (B)(6) 2017, with an additional clip implanted lateral to the first clip. The detached clip was stabilized and the mr was reduced to grade 1-2. Post procedure, the patient was in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip nt system instructions for use, is a known possible complication with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined; however, the mr was due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.